Manufacturer narrative:
Argus case: (B)(4).

Event description:
Swollen face / swollen forehead [facial swelling]. Swollen eyelids [swelling of eyelid]. Hives on nose bridge [urticaria localized]. Case description: this case was reported by a consumer via regulatory authority and described the occurrence of facial swelling in a female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u0h311, expiry date unknown) for product used for unknown indication. On (B)(6) 2021, the patient started biotene mouth spray (original). On (B)(6) 2021, an unknown time after starting biotene mouth spray (original), the patient experienced facial swelling (serious criteria other: serious injury), swelling of eyelid and urticaria localized. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the facial swelling, swelling of eyelid and urticaria localized were unknown. It was unknown if the reporter considered the facial swelling, swelling of eyelid and urticaria localized to be related to biotene mouth spray (original). Additional details, initial and follow up was processed together. The consumer reported "swollen face, eyelids, forehead, hives on nose bridge concomitant medical products: thyroid, collagen, protein drinks". The consumer was not treated by an hcp. Reporter consented to follow-up : no. The suspect product was reported as biotene mouth spray 1.5oz. Follow up information received on 23 feb 2021. The expiry date of biotene mouth spray was 20th july 2023.